Event description:
Tech alleged that the brake casters would roll when the brake was set. No pt impact.

Manufacturer narrative:
Tech found the brake casters were out of adjustment and adjusted them to resolve the issue.